Event description:
(B) (4) - after about 3 months, oversensing was reported. An x-ray showed the lead had dislodged and it was explanted. There were no adverse events reported for the pt.

Manufacturer narrative:
(B) (4) - the lead was returned in a destroyed state, and it consisted of two lead fragments. The lead had been cut through 13 cm distal of the connector pin, probably with a scalpel. The electrical analysis of the lead fragment did not show any anomalies. In particular, no conduction interruption or instances of low-ohmic measurements were found. The deformation of the rv shock coil is probably due to the explantation process. There were no indications of a manufacturing error or material defect.